Event description:
It was reported that the bottom portion of the instrument tip broke during surgery. No pt complications were reported.

Manufacturer narrative:
(B) (4): the lower jaw is broken off from the center of the pivot pin forward; the pin and the broken portion of the shaft are missing and were not returned for analysis. Microscopic examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.